Manufacturer narrative:
The impella pump and introducer were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the delivery was complicated as the peel away broke and associated vascular damage occurred. The damage was surgically repaired with gore viabahn grafts. Hemostasis was achieved with repair and second pump/sheath. The procedure outcome was successful with another device and there was no patient harm.

Manufacturer narrative:
The investigation of introducer damage - mechanical and vascular damage - peripheral vessel has been completed. The pump and long 14fr x 25cm introducer were returned for investigation. A data log review was not required for this case. No physical damage was noted on the pump. Sheath score line split damage was observed on the returned introducer. According to the clinical details, the peel-away sheath was advanced with force after several attempts. The pump was placed, but the peel-away sheath had turned in on itself and torn open. A new peel-away sheath was placed to control bleeding. Ultimately, the pump and peel-away sheath were removed, and the vessel was repaired using a balloon and prosthesis. The cause of the introducer damage issue was a split in the introducer sheath along the score lines due to challenging vessel conditions. The cause of the vascular damage issue was most likely use-related, as excessive force was applied during insertion, and damage was noted on the sheath. D.1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-26341 was submitted in accordance with updated procedures. D.2 revised common device name since the initial manufacturer device report number 1220648-2025-26341 was submitted in accordance with updated procedures. D.4 revised model number, catalog number, and lot number since the initial manufacturer device report number 1220648-2025-26341 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should have been reflected as blank on the initial manufacturer device report number. D.10 added pump information since the initial manufacturer device report number was submitted in accordance with updated procedures. H.6 revised component code since the initial manufacturer device report number 1220648-2025-26341 was submitted in accordance with updated procedures. Since the initial manufacturer device report number was submitted in accordance with updated procedures.